Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in a shunt in the moderately tortuous forearm. During dilation of the lesion, the 5.0 x 40, 75cm mustang balloon catheter ruptured at 20 atmospheres on the fifth inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).